Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-39119 this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The mother reported via phone call that the customer had issues with priming the reservoir. The mother stated insulin was dripping out after the act button was released. It was also found insulin was squirting out during the manual prime process. The customer was not wearing the insulin pump during priming. The mother also stated a gap was not present between the piston and reservoir stopper. Customer's blood glucose was 200 mg/dl. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.